Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customer's blood glucose (bg) level was 482 mg/dl. Ultimately, the customer reverted to an alternate method of insulin delivery.